Manufacturer narrative:
Records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had a remaining longevity of one year. Six months prior, the remaining longevity was two and a half years. Device data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Event description:
Additional information was received indicating this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This device has not yet been returned for analysis. This investigation will be updated should further information be provided or upon completion of analysis if the device is returned.